Event description:
Flush speed fault. Additional information: pt was inserted with ivh catheter to perform plasma exchange therapy for blood disorder. 500cc saline was infused into the pt in 3 to 5 hours. 2 pieces of ta4004 was used on each of the plasma exchange therapy line (near inguen, base of ivh catheter's hub). It was used with pressure bag to do continuos flow to prevent clotting the line. Flush speed fault happens occasionally when dialysis catheter is used for plasma exchange therapy. It is possible the flush level was accidentally activated by the pt's movement.